Event description:
It was reported that 70 months after the implantation the lead was capped due to low sensing values and a high pacing impedance.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegm freezes from (B)(6) 2019 showed artifacts on the far field channel. The shock impedance test on the same day showed a value greater than 150 ohm. Furthermore the threshold test demonstrated a value of 6 v. In the time of (B)(6) to (B)(6) of 2019, a gradual decrease of the sensing amplitude from 3.2 to 2.7mv can be seen in the provided trend curve. In the iegm freeze the sensing test also shows low sensing values. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.